Event description:
Additional information indicates that the patient underwent programming changes and was stable following.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, undersensing was observed. Programming changes were discussed and the patient is currently stable.